Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted (date not reported) and the patient was reimplanted with a new cochlear device during the same surgery.